Event description:
The patient received her ipg on (B)(6) 2007. It was reported the patient was having to charge her ipg more frequently and for a longer amount of time. In addition the patient described pain around the ipg pocket. The physician met with the patient and replaced her ipg on (B)(6) 2011. No further complaints were reported.

Manufacturer narrative:
Results: the complaint could not be confirmed. As received, the ipg passed an aggressive lab discharge test and was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. The complaint for patient discomfort was not confirmed. Inspection of the returned ipg did not reveal any physical anomalies that would contribute to the complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.